Event description:
It was reported that the insulin pump alarmed button error. The insulin pump was in the customer's pocked while she was out watching tennis. Blood glucose value is 389 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.